Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), device dislocation ('migration of essure device') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)/prolonged periods') in a 38-year-old female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat, pain abdominal, hemorrhagic ovarian cyst, flank pain and offensive vaginal discharge. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal, rhinorrhea, depression, acid reflux (oesophageal) and thyroid disorder nos. Concomitant products included antibiotics, boric acid, cefalexin monohydrate (keflex), fluoxetine hydrochloride (prozac), iron, metronidazole (metrogel), salbutamol (albuterol) and vitamin b12 nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal pain"), vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right and ablation) and wound care (bilateral salpingectomy unilateral oophorectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the device dislocation, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain lower, female sexual dysfunction, anaemia, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, device dislocation, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 4 trailing coils on the right. Lot number e9334310 reported is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst. Most recent follow-up information incorporated above includes: on 3-may-2021: pfs received. Outcome of event dyspareunia was updated to recovered/ resolved. Reporters information, concomitant drugs, and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), device dislocation ('migration of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/prolonged periods') in a 38-year-old female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat, pain abdominal and hemorrhagic ovarian cyst. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. Concomitant products included antibiotics. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right and ablation) and wound care (bilateral salpingectomy unilateral oophorectomy - right). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain had resolved and the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, anaemia, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, device dislocation, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 4 trailing coils on the right lot number e9334310 reported is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), device dislocation ('migration of essure device') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)/prolonged periods') in a 38-year-old female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat, pain abdominal, hemorrhagic ovarian cyst, flank pain and offensive vaginal discharge. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. Concomitant products included antibiotics. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right and ablation) and wound care (bilateral salpingectomy unilateral oophorectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device dislocation, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, anaemia, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, device dislocation, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 4 trailing coils on the right. Lot number e9334310 reported is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), device dislocation ('migration of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/prolonged periods') in a 38-year-old female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat, pain abdominal and hemorrhagic ovarian cyst. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right and ablation) and wound care (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, anaemia, nausea and fatigue outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 4 trailing coils on the right lot#e9334310 reported is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information added. Events: lower abdominal pain, fatigue added. Ablation surgery added for event menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration of essure device') in a 38-year-old female patient who had essure (batch no. E9334310 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat and pain abdominal. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right) and wound care (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, nausea and dyspareunia outcome was unknown. The reporter considered anaemia, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration of essure device') in a (B)(6) female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat and pain abdominal. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right) and wound care (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, nausea and dyspareunia outcome was unknown. The reporter considered anaemia, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. Lot#e9334310 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), device dislocation ('migration of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/prolonged periods') in a 38-year-old female patient who had essure (batch no. E9334310-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat, pain abdominal and hemorrhagic ovarian cyst. Concurrent conditions included redness, swelling nos, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. Concomitant products included antibiotics. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right and ablation) and wound care (bilateral salpingectomy unilateral oophorectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, anaemia, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, device dislocation, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 4 trailing coils on the right. Lot#e9334310 reported is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received. Events: abdominal pain, did you undergo an essure confirmation test? No added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration of essure device') in a (B)(6) year old female patient who had essure (batch no. E9334310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation in 1999, chlamydial infection in 1998, tobacco abuse, palpitations, allergic rhinitis, domestic injury, paroxysmal supraventricular tachycardia, tachycardia supraventricular, wolff-parkinson-white syndrome (ablation), cellulitis, sinus pain, sore throat and pain abdominal. Concurrent conditions included redness, swelling, itchy, asthma, headache, allergic rhinitis, vulvovaginal human papilloma virus infection, galactorrhea, pain in extremity, premenstrual syndrome, post coital bleeding, congestion nasal and rhinorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal cyst ("other injury(ies) or complication please describe: vaginal cysts"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - right) and wound care (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, nausea and dyspareunia outcome was unknown. The reporter considered anaemia, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: plaintiff fact sheet and mr received ,new reporter, patient demographic, essure start stop date, lot number, event injury to herself deleted, new event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device, blood or heart disorder/condition type: anemia,nausea, dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication please describe: vaginal cysts , patient historical and concurrent condition added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.